Manufacturer narrative:
At this time we are unable to verify product's identity. Based on the description of the incident we are classifying the product as icy hot heat therapy patch. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product for an unspecified amount of time her lower back and received a burn. No further detail was provided.